Event description:
Hamilton medical ag received the following description from the partner: per biomed, during ventilation, the display froze and became unusable, wave forms stopped, buttons nonresponsive, ventilation continued. Says they did get some visual and audible alarms. Last pm was done in august 2022. Biomed cannot duplicate the issue. They manually bagged the patient while the ventilator was replaced with another ventilator.

Manufacturer narrative:
Investigation is ongoing.